Event description:
On (B)(6) 2011, the lay user/patient's spouse (reporter) contacted lifescan (lfs) customer service alleging that his wife's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B)(6) 2011 at approximately 3am. He claimed the patient developed symptoms of "lethargy, sweating and slurred speech" just a few minutes prior to attempting to use the subject meter. The patient reportedly manages her diabetes using an insulin pump, (type and dose is unknown). The reporter stated that the patient immediately treated herself with food and/or drink when she was unable to check her blood glucose and denied taking any other action. At the time of troubleshooting the cca noted that based on the specifications in the owner¿s booklet, the subject meter's battery did not need to be replaced. The alleged issue remained unresolved. Replacement product was sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the product caused or contributed to this serious injury. The reporter stated that the symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.